Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent right tkr on (B)(6) 2017. Base plate subsided into tibia resulting in significant valgus and instability. Patient revised on (B)(6) 2021 with evolution revision tibial base and stem extensions. Liner replaced with a 20mm one.(B)(6)- c1062.